Manufacturer narrative:
Device is being evaluated at the manufacturing site. When the investigation is completed, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while the guidewire was still in the catheter, the catheter sheared during placement. A small portion of the catheter (approximately 6 cm) was sheared off and was left inside the patient. The rest of the catheter was removed and a second spare catheter was opened and successfully placed into the intrathecal space. The patient returned for a refill on (B)(6) 2013. The pump was reported to be running well and the patient is receiving good therapy.